Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Unit was received with scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a flow blocked alarm. The customer's blood glucose was 358mg/dl at the time of the incident. High blood glucose troubleshoot was not possible due to flow blocked alarm which caused high blood glucose. She has called a few times about the alert. The customer was uncomfortable with the pump. The insulin pump will be returned for analysis.